Event description:
It was reported that an ilet user experienced consecutive alert 38 motor stall alarms and occlusion alerts associated with a steel 6 mm contact/detach infusion set, resulting in failure to infuse and hyperglycemia up to 300 mg/dl; the user performed restarts and subsequently completed a full supply change and cartridge replacement with guidance, after which insulin delivery resumed and glucose values returned to range. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related issue and a motor-related component problem consistent with failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.